Event description:
A minimum fill notification was reported by the customer, although details about their blood glucose level at the time were not provided. The issue was that the initial cartridge reload did not resolve the problem. After consulting with technical support, the customer was guided through the process of filling and loading a new cartridge onto the pump using the correct technique, which successfully resolved the issue. There was no adverse impact on the customer's blood glucose level.